Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative the explanted device was not returned to edwards for analysis because it was discarded at the hospital. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Bioprosthetic valves have been proven to have excellent long term durability; however, failure does occur in a small number of valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of insufficiency and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent a valve explant after an implant duration of six (6) years, one (1) month, twenty-six (26) days. Through follow up with the health care provider, it was learned that the reason for explant was due to stenosis and insufficiency. Upon review of source documentation, the old aortic valve leaflets were thickened and stiff. This was explanted and a 23 mm edwards bioprosthesis was implanted. Hemostasis was obtained and the patient was taken to the intensive care unit intubated, but stable, having tolerated the procedure well.